Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a dog underwent a surgical procedure for a mast cell tumor removal on the left shoulder on (B)(6) 2016 and suture was used to close the skin incision. Approximately on (B)(6) 2016, the suture broke.